Event description:
Independent repair center customer alleged unit is alarming or red light and the key failure is the manifold is stuck/leaking. Additional malfunctions include the power switch for the control panel has a short circuit.